Event description:
IV inserted successfully with flash present. When drawing labs from IV, it stopped giving blood return. I was able to easily flush the site and noted positive blood return. Labs able to be collected.